Event description:
During an in clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. The patient was stable and will continue to be monitored.